Event description:
Ob patient complained of feeling pain. Patient got an epidural from previous shift. Day shift primary rn told anesthesiologist and found out that epidural tubing was faulty and failed to deliver medication.